Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual examination of the returned product identified the handle is missing the pin connecting the trigger to the locking mechanism. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the broach handle broke when the surgeon was broaching the femur. Attempts have been made and additional information on the reported event is unavailable at this time.